Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 20088706.

Event description:
It was reported that the patient had several spinal cord stimulation (scs) lead contacts with high impedances, and the patient experienced shocking stimulation. The patient underwent a lead replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted, was doing well postoperatively and the explanted device was kept by the facility.